Event description:
It was reported that after use of the patient control module device that the medication demand button was raised above its normal position relative to the body. The administration of an unknown drug(s) was intended to last for 3 days, but took only 2 days for completion. There was patient involvement, but no patient injury and medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation against the reported condition of over-infusion. Visual and functional flow testing was performed on the device. The device performed within product specifications and the reported condition could not be confirmed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.